Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a capture threshold anomaly was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead was dislodged. During the revision procedure, the ra lead was not able to be repositioned due to patient anatomy. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.